Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) female broke her wrist in the last year and was treated conservatively; the fracture eventually went on to a mal-union. The surgeon recommended and performed a corrective distal radius and ulnar shortening on (B)(6) 2015 where he used norian to fill the metaphyseal void created by osteotomy and lengthening. Post-operatively, the patient did not heal and the plate broke on an unknown date; all the screws were intact. The hardware included one variable angle locking compression plate, six (6) locking screws and three (3) cortex screws. On (B)(6) 2015, revision surgery open reduction internal fixation with iliac crest graft and wrist spanning dorsal plate was performed and hardware was removed. All pieces of hardware were removed and the procedure was successfully completed. There were no fragments generated as a result of the plate breakage, all pieces of hardware was easily retrieved by the surgeon. This is report 1 of 1 for (B)(4).